Manufacturer narrative:
The insulin pump had a blank display due to a broken connector on the interface board. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No testing could be performed due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer woke up in the morning and his screen was blank and his blood glucose was high. Customer's blood glucose was 450 mg/dl and he treated with a manual injection. The battery was replaced three times and the issue persists. There is no physical damage. The device was not dropped or exposed to moisture. The battery compartment and springs are not damaged or corroded. Customer removed the battery for ten minutes, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.